Manufacturer narrative:
Per the customer, the event could not be duplicated when the barcode label was rescanned; the original barcode label was discarded and was not available for further evaluation. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse reviewed the patient results database and found no other patient samples with the dob field populated. The fse also verified the bar code scanner connections per established procedures. The printer cable connection was also confirmed by the fse. Root cause is unknown for this event to date.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter act 5 diff cp analyzer printout contained invalid date information ((B)(6)) for the date of birth (dob) field for a pediatric patient sample. The customer also noted that the age field was indicated as (B)(6). Per the information provided, dob information was not expected for this field as this field is not populated on the instrument printouts. The invalid dob information was not observed on the screen display. A new barcode label was reprinted and the dob field was not populated upon rerun as expected. No erroneous results were associated with this event. There was no death, injury, or affect to patient treatment attributed to this event.